Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right implant rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6 device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, missing a piece of shell (0-25%) and crease fold. A microscopic analysis was performed which identified: one broken sharp and non-penetrating nick, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on the posterior assessed as surgical impact. - missing shell due to inconclusive.

Event description:
Healthcare professional reported right implant rupture. The device has been explanted.